Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's trainer reported high blood glucose levels. Customer's blood glucose was over 600 mg/dl and they were rushed to the emergency room. Customer advised they have had severe high and low blood glucose levels for several weeks. Customer's trainer advised they ran a no delivery test and the insulin pump alarmed no delivery. Customer had ketones and has been treating their high blood glucose with the device. Customer was wearing the insulin pump at the time they were admitted into the hospital. Troubleshooting confirmed the insulin pump is working as designed and customer was advised to follow up with their healthcare provider.